Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they replaced their arctic sun device and therapy was going fine now. However, they have only one device and it was already on a patient. They need a loaner for the device they took out of service as it was not cooling the patient. Advised help line employees were unable to arrange for loaners. Confirmed the patient was too warm and device was alerting 113 (reduced water temperature (wt) control). Explained this was mostly like a broken mixing pump. Suggested biomed should call monday morning to troubleshoot this device.

Event description:
It was reported that the nurse stated that they replaced their arctic sun device and therapy was going fine now. However, they have only one device and it was already on a patient. They need a loaner for the device they took out of service as it was not cooling the patient. Advised help line employees were unable to arrange for loaners. Confirmed the patient was too warm and device was alerting 113 (reduced water temperature (wt) control). Explained this was mostly like a broken mixing pump. Suggested biomed should call monday morning to troubleshoot this device. It was reported that the biomed received the device and confirmed it not cooling. Device will be returning to depot for repair. Per sample evaluation results received via task on 01oct2025, it was reported that the tank seals were worn and needed replacement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a faulty mixing pump head. The device was evaluated upon receipt. Cooling issue was confirmed through logs and at the depot. Installed test mixing pump to cool during decontamination. Serviced the mixing pump. Servicing the mixing pump resolved the cooling issue. Worn/torn tank seals. Pm performed. Tank seals were replaced. Serviced the circulation pump. Replaced the evaporator outlet tube, the double-bend tube, the heater, the drain valves and the manifold o-rings. Replaced coin cell due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.